Event description:
It is reported the system displayed an interlock failure message on the generator's control panel causing complete loss of system functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.